Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that customer was hospitalized due to insulin pump malfunction. Troubleshooting could not be performed as customer was not available with insulin pump. Caller was advised that customer would need to call with insulin pump to determine malfunction. Customer could not be reached for hospitalization information.